Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation could not be conducted. The sample was not available for evaluation. The complaint was confirmed since a patient death occurred. The exact root cause cannot be determined. The relationship of the device to the reported event cannot be substantiated based on available information. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information received on 24 june 2025: an image of the sheath is routinely captured prior to deploying the angio-seal, which allows for precise identification of the puncture site.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported a case of retroperitoneal bleeding following angio-seal deployment. This device has previously been associated with failures resulting in massive hemorrhage and, in some cases, death post-percutaneous coronary intervention (pci). In response, staff have undergone re-training on the appropriate use of the device, including clinical indications specifically avoiding its use in cases of high femoral artery punctures. Additionally, staff have been re-trained in the management of hemorrhagic complications following femoral access procedures. Additional information received on 26 may 2025: the patient underwent a successful primary percutaneous coronary intervention (ppci) on (B)(6) 2025 via the right radial artery. The procedure was technically challenging. She remained pain-free and hemodynamically stable for over 48 hours post-procedure. However, she subsequently developed recurrent chest pain with worsening inferior st-segment elevation. She was taken back to the cardiac catheterisation lab (ccl) for a repeat pci, which was performed via the right femoral artery due to the technical difficulties encountered during the initial radial approach. The second procedure was successful, and the patient returned to the coronary care unit (ccu) in a stable condition, with no immediate signs of bleeding. At 23:15 on (B)(6), the patient developed sudden-onset abdominal pain, accompanied by tachycardia, elevated lactate levels, and a drop in haemoglobin. Her condition was escalated, and an urgent CT scan revealed a pseudoaneurysm with active bleeding from the femoral artery puncture site. The case was urgently discussed with the vascular surgical team at frimley park hospital (fph), the regional vascular hub. They advised stabilisation and transfer for vascular intervention. A major haemorrhage protocol was activated. Despite the best efforts of the attending clinicians, the bleeding was catastrophic. The patient was never medically stable enough for transfer and continued to deteriorate. Passed away on (B)(6) 2025. Proposed medical cause of death: - retroperitoneal haemorrhage - triple vessel coronary artery disease requiring invasive angiography and angioplasty. - diabetes mellitus, hypertension, hypercholesterolaemia, and chronic kidney disease. Coroner's conclusion: the hm coroner concluded that the patient died as a result of a recognised complication of a necessary and potentially life-saving procedure for coronary artery disease. Additional information received on (B)(6) 2025: fluoroscopic imaging confirmed that the arterial puncture site was at the midpoint of the right femoral head. The angio-seal device was deployed in the right femoral artery under fluoroscopic guidance, with ultrasound guidance also utilized at the start of the procedure. A 6 french (6fr) procedural sheath was in place prior to angio-seal deployment. The patient was on dual antiplatelet therapy with aspirin and clopidogrel.